Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the guide wire did not work properly, it appears to have unraveled when removed. Felt like stuck somewhere. The guidewire was removed and the doctor was concerned that the tip might break off inside the patient. It all appeared to have been removed from the vessel though. Dr managed to place the catheter and did not have to open another set." No patient injury or complication reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the guide wire did not work properly, it appears to have unraveled when removed. Felt like stuck somewhere. The guidewire was removed and the doctor was concerned that the tip might break off inside the patient. It all appeared to have been removed from the vessel though. Dr managed to place the catheter and did not have to open another set." No patient injury or complication reported.